Event description:
It was reported that the patient's legs had been very "shaky" for the 2-3 weeks prior to the report. The patient additionally had increased tremor in her right hand which was noted to occur with stress. These tremors were noted to have gone away in the past but seemed to have been happening "more frequently". The reporter stated that the patient fell on cement about a week prior to the report and hit her head. On the thursday prior to the report, the patient had stitches to close the original incision of her surgery because it opened up. It was unclear if this was as a result of the fall or due to some other issue. However, there was no known accident related to the patient's symptoms as the symptoms were indicated to have been present before the fall. It was noted that the patient had an appointment scheduled with a manufacturer's representative to have her system readjusted. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v585792, implanted: (B)(6) 2011, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 7438, serial# (B)(4), product type: programmer. Product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2011. Product type: extension. Product ID: 3387s-40, lot# v591417, implanted: (B)(6) 2011, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).